Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer stated that the ventilator was showing symptoms of the recall. It is unknown if there was any patient involvement.

Manufacturer narrative:
Results of investigation: the suspect gas delivery engine (gde) was received as part of the remediation of the customer's avea ventilator. The gde was evaluated by carefusion's failure analysis laboratory but the customer's reported issue could not be duplicated in the laboratory setting. No failures were detected and no symptoms related to the suspected avea recall were detected. The device was still required to be remediated as part of avea recall z-1609-2015, but evaluation concluded that the recall symptoms could not be duplicated and were not latched to the device, indicating that the customer's experienced symptoms were appropriately detected alarm conditions and no malfunction or failure was occurring.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.